Manufacturer narrative:
The reagent lot number and the expiration date were not provided. A field service engineer (fse) completed the investigation onsite and determined that the sample probe was bent. The fse replaced the sample probe and adjusted the position. The water volume in the cleaning mechanism was confirmed. The fse confirmed that quality control was acceptable. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results for total protein gen.2 from the cobas c 503 analytical unit. The initial result was 4.0g/dl, and the retest result was 7.8g/dl. The questionable result was not reported outside of the laboratory.